Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site address), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Event site telephone- (B)(6). A getinge field service engineer (fse) evaluated the unit and the positive and negative pressures are outside the range specified by the factory, and the maintenance jacket needs to be replaced. After replacing the 5000-hour maintenance cover (0040-00-0147) of the specimen and performing the machine's function test, all the equipment passed the factory-specified performance and safety tests.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is : (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that during use of cs300 intra aortic balloon pump, the device experienced an air leak in the iab loop. After discussion with the hospital biomed, the customer replaced with new device to continue the therpay. There was no harm or injury reported.